Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated they have a problem, they are peeing all the time and reported it "constantly runs out". Pt stated this started about a month and a half ago. Pt requested assistance increasing stimulation. Troubleshooting reviewed how to increase stimulation. Pt initially reported getting reboot system message on handset and stated handset was in the case. Troubleshooting reviewed to remove handset from case and pt successfully restarted handset. Pt stated they had therapy at 5 and that is what their dr set it at but stated with the trial they "had it at 20". When pt was increasing stimulation they stated it takes "4-5 people to do this dang thing". Pt increased stimulation to 7.1 on program 1 and reported they were not feeling any stimulation. Pt denied any recent trauma to implant site or falls. Pt stated they were feeling stimulation before when they first got the implant. Pt stated they had a doctor's appointment two weeks ago and their doctor only increased pt's stimulation (stated their dr didn't do anything else). Pt changed to program 2 and increased stimulation to 6.5 then pt started hollering and reported stimulation was "jumping". Pt decreased stimulation to 6.3 and stated they were feeling a little bit of stimulation at 6.3 that pt confirmed was comfortable. Pt used the word "shocking" to describe stimulation and confirmed they were not actually experiencing shocking and they were only using that word to describe the normal feeling of stimulation. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. The pt was redirected to their doctor if the issue persists. 2022-nov-30 patltr (con): additional information was received from the patient. They reported that the cause of not feeling stimulation was unknown. The implant has never worked and is now causing pain where the implant is, and pain is running down the leg. The issue has not yet beenresolved. To resolve the issue of the stimulation "jumping" when switching to program 2, they turned it off.